Event description:
Reporter alleged blood glucose measured 312, 137, 189, and 162 mg/dl, when all tests were performed back to back within 6 minutes. Customer stated taking 25 additional units of rapid insulin as a-result of the readings due to having taken normal dose of 80 units of rapid insulin 1-2 hours prior to testing. No other actions were taken or treatment reportedly received as a result. A request was made for the return of the suspect device and replacement product was sent.